Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high, out of range high voltage lead impedance. The lead was suspected be fractured. There was no sign of externalization under fluoroscopy. The lead was capped and replaced. The patient was stable post procedure and will continue to be monitored.